Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 487 mg/dl. Customer declined to troubleshoot for high blood glucose. Infusion set's tape was not sticking to their skin. The device will not be returned for analysis.